Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 600 mg/dl. The customer delivered a bolus to stabilize bg level. The customer declined to troubleshoot with tandem technical support (cts) and stated elevated bg level could be due to a faulty bg meter. However, it was not confirmed. Upon a follow up it was indicated that bg's were decreasing. The customer declined cts follow up.